Event description:
It was stated that the device had an internal clock error and keypad damaged. The product fault occurred during testing. The customer returned the product for the internal clock error and damaged keyboard, and during physical inspection it was found that the downstream occlusion (dso) seal was peeled. There was no patient involvement.

Manufacturer narrative:
H3, h6: one device was received for evaluation. Visual inspection found a peeled downstream occlusion (dso) seal. Functional testing was able to confirm the reported internal clock error problem. The device powered up with a date and time lost. The device had to be charged for 250 hours. After it was charged for 10 days the time and date were still back in 2005. The printed wire assembly (pwa) board was interoperable, and thus was replaced to address the original issue. After investigation the results indicated a reportable malfunction due to the peeled dso seal, and the dso seal was replaced. The device then passed all additional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.